Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 17.0 received the lowbatteryalert (104) on 06/17/2025 16:35:01 after more than 7 days at 8.63 days. Battery cycle 16.0 received the lowbatteryalert (104) on 06/09/2025 01:19:00 after more than 7 days at 8.46 days. Battery cycle 13.0 received the lowbatteryalert (104) on 05/31/2025 14:13:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Pump connected to the minimed mobile app successfully on both android and ios. Unit was also programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. No miscommunication noted with mobile device nor with guardian 3 link noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issue related to pump's battery life. It was also reported that the pump was not communicating with mobile app and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump battery life issue. Customer mentioned pump alarmed with "replace battery" or ¿replace battery now and battery failed. Customer was not using the pump with audio and vibrate mode enabled. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.